Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that: when the returned head element and nail are assembled and the lock prong is properly advanced to either the statically or rotationally locked position the head element creates a rotationally stable construct. Additionally, any excessive rotation of the head element would result in damage to the internal locking drive of the nail if it were properly advanced. Since returned parts seem to be functioning properly and there is no apparent damage of the lock drive, the most likely explanation is that there was a technique error during head element insertion. Most likely the lock prong was not advanced completely. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Device implanted (B)(6) 2015; exact implant date unknown. Subject device has been received and is currently in the evaluation process. DHR review ¿ part mfg date: 29 december 2014. Part exp. Date: 30 november 2024. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna screw 95mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Sterility expiration date is confirmed as 11/30/2024. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail advanced revision surgery was performed related to left hip pain and non-union; all hardware including a nail, lag screw and distal locking screw were explanted. The lag screw was noted to be rotating and appeared to not have locked properly. The patient was revised to a total hip prosthesis. The revision was successfully completed with no surgical delay. This is report 2 of 3 for (B)(4).